Manufacturer narrative:
Product analysis: no product was returned to medtronic's quality laboratory, therefore no product analysis can be performed. Conclusion: based on the information provided, the cause of the reported issue cannot be determined. Cardiovascular injury, that may require intervention is a potential procedural complication per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or catheter-based. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after removal of the 18 fr. Sheath, the patient became hypotensive and received vasopressors and blood transfusions. It was determined there was a retroperitoneal bleed resolved with a covered stent.